Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ creases are observed. ¿ yellow particles on device outer/inner surface are observed. ¿ broken sharp on plug strap assessed as unidentified (tear) opening. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "deflation". This record is for the left side. Healthcare professional reported, later, "exchange due to patient¿s concerns with the product and ¿any creases ". Device has been explanted.